Event description:
It was reported that a malfunction occurred on the pump, with no notable events happening beforehand. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the malfunction code, which did not recur afterward, and informed the customer to continue using the pump and call back if the issue happened again.